Manufacturer narrative:
Date sent to the FDA: 2/9/2021.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6)2016. It was reported that the patient underwent previous hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient experienced severe and chronic pain, chronic inflammation, mesh detachment, bowel obstruction and adhesions. Other procedure is captured in a separate file. No additional information is provided.